Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at about 16 mm from the distal end. There was no scratch around the broken point. The shape of the broken surface showed that a crack was spread. As the result of checking the manufacturing record of the subject device, there was nothing abnormal detected. This type of probe damage is most likely related to the operator's technique. Based on the evaluation result and the similar cases in the past, the probe might be broken off since excessive stress subjected to the probe due to holding the tissue and twisting the subject device, or excessively pressing the probe against the tissue during activation. The instruction manual of the device has already warned as follows; do not activate ultrasonic output while twisting the insertion section to grasp hard or thick tissues or while turning the rotatable knob. The probe could contact internal parts and become damaged.

Event description:
During an unspecified procedure, the probe of the subject device was broken off and fell into the patient. The fragment was retrieved. The user performed intraperitoneal irrigation of the patient. The intended procedure was completed with another device. No patient injury was reported.